Manufacturer narrative:
Results: inherent risk of procedure (stent embolism). Limited information on event received. No device received for evaluation. No results available since no evaluation performed. Conclusions: known inherent risk of a procedure (stent embolism). Limited information on event received. Unable to confirm complaint (no device received for evaluation). Device not returned. (B)(4). Awaiting further information.

Event description:
It was reported that the stent detached from the catheter prior to inflation. No further information received on event. No patient injury reported.